Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump kept pushing the insulin during prime. The customer's blood glucose was 29.3 mmol/l at the time of incident. It was reported that the insulin pump did not show numbers on the display during troubleshooting. The insulin pump will not be returned for analysis.